Event description:
It was reported that the patient passed away following a hypoglycemic event and coma.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows that the pump was running for two days with the wrong time/date settings since the last correct settings on (B)(4) 2008 when the pump was powered down. The last basal delivery was recorded with the wrong date of (B)(4) 2004. Investigation determined that the pump had been powered off for more than 24 hours, resulting in the time and date resetting, and the user did not update the date when the pump was turned back on. A review of the pump histories showed two instances of delivery interruption due to the auto off alarm, one on (B)(4) 2008. This indicated that the pump had not been manipulated by the user for more than 15 hours according to the auto off alarm settings. The total daily dose history added up correctly and correctly reflected the user¿s programmed rates. A review of the bolus history did not indicate a 25 unit bolus as was noted by the reporter. The pump powered on appropriately to the verify screen. The pump was primed successfully and was exercised for 24 hours with no delivery interruptions occurring. The pump successfully passed 29 hour flow accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. No additional information regarding the cause of the hypoglycemia is available at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - additional information: the reporter again contacted animas on (B)(4) 2012 regarding the patient's passing. Customer support again reviewed the events leading up to the patient's passing with the reporter. The reporter indicated feeling that the use of the pump was in part responsible for the patient's death. The reporter stated that after the patient was released from the hospital for encephalitis, the patient was initially told not to use the pump but then was released from the hospital on the pump. The reporter stated that the next morning the patient's blood glucose was 21 mg/dl and the patient was given glucagon and was transported to the hospital where the patient passed away 4 days later. The patient indicated that the cause of death from the death certificate was cardiac failure, renal failure, and liver failure. Animas has requested the pump to be returned for investigation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.